Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with mentor memorygel breast implants 270cc and experienced severe fatigue, hair loss, cystic acne, menstrual cycle lasting 4 months, polychondritis symptoms (inflamed red hot and swollen nose bridge and ears that exclude the lobes), raynaud's symptoms (white/ blue hands and feet), extreme decline in vision with floaters, ear canal pain, headaches, neck and shoulder pain, elevated heart rate (140-160's), chest pain and inability to take full breathe, debilitating anxiety and depression, intolerance to sounds and lights. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side implant.